Event description:
The customer reported the system displayed an iris too large error code with pt involvement. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation the collimator was repaired and a circuit board was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence. .